Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the peeled coating was confirmed. The cause of the peeled coating was attributed to stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the tracheal incubation fiberscope exhibited connecting tube coating peeling (1mm squared or more). There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.